Event description:
The customer contact reported that during testing at the user facility, battery leakage was noted in the battery compartment of the device. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation noted corrosion on all the components of the middle printed circuit board, the battery door and battery compartment. The cause of the corrosion was due to leakage from the disposable aa batteries. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.